Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber ruptured and did not vaporize after 24,696 joules and 3 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber ruptured and did not vaporize after 24,696 joules and 3 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. Another glass cap circumferential fracture shows on the distal side of fiber/cap fusion zone at the metal to glass glue area. Distal part of the glass cap located past metal to glass glue area is detached and missing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and slight melting at output window the fiber was tested with hene laser fixture, aim beam is present at fiber tip. There are no signs of breakage along length of fiber body. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.